Event description:
Info received indicates that during heart positioning to expose the circumflex system, the apex of the heart ruptured. Emergency repair was performed. The pt went into multi-system failure secondary to low-output syndrome. Pt later expired.